Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In a next step, the returned device data was inspected. Thereby the clinical observation could be confirmed. Further analysis revealed that the battery status eri was correctly detected due to an unexpected battery behavior. In detail, the device data showed a drop of the battery voltage. This drop was however only temporarily, resulting in an intermittent detection and display of the eri status. The root cause of the temporarily voltage drop could not be determined based on the available data, however the ability of the device to deliver therapy cannot be guaranteed. For a detailed root cause analysis the device itself needs to be investigated. Therefore and in order to exclude any potential harm for the patient due to this unexpected battery behavior we would like to recommend to replace the device and to return it for analysis to biotronik. Of course, individual circumstances and medical judgment determine decisions about patient care and the frequency of follow-up sessions. The above recommendation is based on a purely technical assessment. Should further relevant information or the device itself become available this investigation will be updated.

Event description:
Ous MDR - device alerted eri via homemonitoring. At an in office follow up the device did not show eri.

Manufacturer narrative:
This device was explanted and returned for analysis. The ICD under complaint was returned for analysis. Before the analysis of the ICD, the device history record was reviewed, documenting that the device performed as expected during the device manufacturing. The final acceptance test proved the device functions to be as specified. Subsequently the ICD was subjected to an incoming visual inspection. No anomalies were present. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. An interrogation of the ICD using a clinical programmer revealed the battery status mos1. An amount of 25 charging cycles was documented. The amount of charge taken from the battery was inspected and the mos1 status was anticipated. In a next step the returned device data as well as the device memory content were evaluated revealing that the battery status eri was correctly detected due to an unexpected battery behavior. In detail, the device data showed a drop of the battery voltage. This drop was however only temporary, resulting in an intermittent detection and display of the eri status. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The electronic module was analyzed in detail and proved to be fully functional. No deviations were noted. In particular the current consumption was directly measured and proved to be normal and as expected.the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The battery was subjected to a visual and an electrical inspection. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly a short circuit was identified, which led to an elevated self-depletion and therefore contributed to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause for the clinical observation. Based on the analysis all therapy functions of the device were entirely available while the device was implanted and in service. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.